Manufacturer narrative:
The onyx model and lot number were not provided. There is limited information about the device, patient and event. Additional information has been made about the reported event, however no response has been received. Should the information become available a supplemental report will be submitted. Functional neurological deficits are known inherent risk of onyx procedure and is documented in the onyx instruction for use.

Event description:
Medtronic received information that the patient experienced a neurological symptom and cerebral ventricle dilatation(increasing the size of the occipital horn) post procedure. The subject also has an amnestic disorder.

Manufacturer narrative:
Based on the additional information received the cause of the reported events is due to the patient condition.

Event description:
The neurological symptom or nervous system disorder reported was not considered an adverse event. This was due to a previous event of cerebral hemorrhage or pneumonitis. The reported cerebral ventricle dilation is not considered an adverse event, but rather an imaging result. The amnestic disorder reported is a pre-existing symptom of the cavm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on the reported information, there is no evidence suggesting that the material was defective, but rather a post procedure related event. Hemodynamic changes induced by the embolization may have caused the post procedure events. However, the event could not be confirmed, and we could not definitively determine the cause. Hemorrhage and neurological deterioration are known inherent risks of endovascular procedure and is documented in our device¿s instruction for use (IFU). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that post liquid embolic embolization, the patient experienced a cerebral hemorrhage, headache, behavioral disorder, loss of consciousness and epilepsy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated - patient date of birth and gender, event out come, describe event or problem - additional event details. Patient code. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 days post uneventful liquid embolic embolization, the patient experienced a rupture of the art eriovenous malformation (avm) in the left occipital. The patient then underwent a decompressive craniectomy with evacuation of hematomas and excision of the avm. Progress was made towards a return to normal alertness, with persisting motor aphasia and hemiparesis predominantly in the right upper limb in addition to impaired swallowing. She is being transferred today to a neurosurgery ward, while awaiting a place in a suitable rehabilitation center.